Manufacturer narrative:
Of the 38 allegations of a malfunction, 26 pumps were returned to animas and investigated. Of the investigated pumps, 26 were found to be malfunctioning due to battery compartment damage. During investigation for unrelated allegations, there were 104 additional battery compartment failures with moisture present revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 38 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 8-73 years of age and between 71 and 270 pounds. Of the reported patients, 16 were male, 22 were female, and were unknown.

Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation: in q1 2017 there were 6 additional instances of battery compartment with moisture failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 2 instances of battery compartment w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of battery compartment w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.